Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed as part number/ lot number of device involved in the incident is unknown and due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Review of the complaint history determined that no further action is required as no trends were identified. Root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
The complaint number corresponding to this medwatch is cmp-(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet. Once the investigation is completed, a supplemental medwatch will be submitted. (B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2017 - 03542 & 0001825034 - 2017 - 03543.

Event description:
It was reported that the patient was revised due to corrosion of the trunion, caused by the femoral head not fully seated to the stem.